Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient is experiencing throat irritation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally during product investigation laboratory observed the following from and external and internal inspection, ui (users interface) knob missing, the air outlet port had dust-like contamination in it. Air inlet had tan dust-like contamination in it. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Dust-like contamination on the top of the blower box lid and surrounding area. Dust-like contamination on the top of the blower motor and inside of the blower box. Bottom enclosure had dust-like contamination in it. Air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam was intact and had dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The source of contamination was most likely external to the device. Potential corrosion inside heated tube connector indicates possible water ingress. Flip lid seal had unknown contamination on it. One broken flip lid assembly stop. White and brown dust-like contamination, throughout humidifier enclosure. Unknown white and brown dust-like contamination on and under the heater plate. Unknown white dust-like contamination on the dry box seal. Potential mineral deposits inside water tank. Unknown white and brown dust-like contamination in the iso port (international organization of standardization.). In box d: device avail. For eval? (Rfb), date returned (rfb) has been updated. In box g: date received by mfg (rfb) has been updated. In box h: device avail. For eval? (Rfb), device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient is experiencing throat irritation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.